Manufacturer narrative:
The insulin pump passed the functional tests and no motor error alarm was noted. However, the insulin pump was received with a slightly loose drive support disk. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error on the insulin pump during priming. Her blood glucose was 69 mg/dl and the customer treated with food. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was using the sensor feature on the insulin pump. She was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.